Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician tried to place the pacing lead but it dislodged and no capture was observed. The pacing lead was removed and replaced and the procedure was completed. No patient complications have been reported as a result of this event.